Event description:
The user stated the calcium results for pt samples are running lower when tested with other assays than when tested alone. The user provided five examples, of which three were discrepant. All results are in mg per dl. All initial and repeat testing was performed on (B) (6) 2009. Sample 1 initial result was 7.8, repeat result was 9.1. Sample 2 initial result was 8.3, repeat result was 9.2. Sample 3 initial result was 7.8, repeat result was 9.1. Patients were not affected. The results were not erroneously reported out. The field service rep found there was a problem with the optics and the cuvettes were dirty. He replaced the cuvettes and adjusted the rinse mechanism. To verify the analyzer operation, he ran full calibration, controls and precision which were all acceptable.